Manufacturer narrative:
Device was used for treatment, not diagnosis haddad, maruan md, rubin, guy md, and et al. "External fixation for the treatment of intra-articular fractures of the distal radius: short-term results" injury, imaj vol 12 (july 2010). Israel article this report is for qty 1 for unknown external fixator. No part number, UDI unavailable. Device is unavailable for return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, haddad, maruan md, rubin, guy md, and et al. "External fixation for the treatment of intra-articular fractures of the distal radius: short-term results" injury, imaj vol 12 (july 2010). Israel article between january 2003 and march 2005 surgery in 43 patients was performed for patients presenting with a distal radius intra-articular fracture using synthes mini-external device with two threaded rods in the metacarpal and two radial rods in a closed reduction and fixation procedure. In 20 cases additional k-wires were also inserted from the radial styloid to stabilize the fracture. The external devices were removed 6 weeks later. X-rays were taken at 1 week, 6 weeks, and 6 months post-operatively to assess fixation and clinical results. The visual analogue scale was used to assess pain levels. Five patients were lost to follow up; four patients had multiple injuries and died and one patient was a tourist and returned to his country. In the study twenty-nine (29) patients had an expected radial shortening of equal to or less than 2 mm. In nine (9) patients the radial shortening was 2-4 mm. Other complications involved four (4) superficial pin tract infection treated with antibiotics and one (1) patient that presented with continuous pain past 6 months post-operatively. This is report 1 of 1 for (B)(4). This report is for an unknown mini-external fixator construct.